Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "approximately 250 cc was observed. Material was sent for cytology and a tissue sample was taken for biopsy." The device was explanted. Topical antibiotic was used after explant surgery.